Manufacturer narrative:
Labeling review: system manual states the following "caution: if you do not recharge your ipg within 30 to 90 days after the loss of stimulation, your ipg may lose its ability to be recharged. If your ipg cannot be recharged, it will have to be surgically replaced for you to continue stimulation therapy."

Event description:
It was reported the patient's scs ipg was replaced. Reportedly, the device would not communicate with external devices. The patient stated they lost the charger and did not charge the device and the battery depleted. Stimulation therapy was restored postoperatively.